Manufacturer narrative:
Covidien reference; (B)(4). Device manufacture date registered is for the compressor not for the ventilator. Multiple attempts have been made to try and obtain ventilator serial number and repair information with no reply from customer. Later information received from customer as incorrect serial number provided for the compressor and no additional information provided. Updated: conclusions.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.